Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion, patient device interaction problem (thrombus), and thrombus was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, causes for the reported valve underexpansion, patient device interaction problem (thrombus), and thrombus could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: h6 health effect- impact code: 4614 serious injury/illness/impairment. Codes added h6 health effect- impact code: 4641. H6 medical device problem code: 4001.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor titan vision (serial: (B)(6) was chosen for implantation utilizing large flexnav delivery system (lot: 10531656). An abbott employee loaded the device. Fluoroscopic check of loading was performed. Heparin was administered and activated clotting time (act) was greater than 250 seconds. During the first recapture attempt within the anatomy, the capsule became deformed making it impossible to recapture. After this, the deployment wheel became stuck so the system had to be removed with the valve partially protruding from the valve capsule. The system was pulled into the descending aorta and the micro-adjustment wheel was used to close the gap; however, it could not be fully closed. The system was able to be removed without issue. Outside of the patient, blood clots were observed on the navitor valve and loss of radial opening force was suspected. Anticoagulant medication was administered to the patient. A replacement 35mm navitor titan vision (serial: (B)(6) and large flexnav delivery system (lot: 10531656) were used to complete the procedure. There were no reported patient consequences.